Event description:
The patient underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2014. The aortic body stent graft was deployed as expected, and polymer fill was initiated. During the polymer filling of the graft, the polymer syringe was observed to have emptied at an unknown time point in the polymer fill process. The patient experienced hypotension which was stabilized following treatment for a radiocontrast agent allergy in accordance with the device IFU. The aortic body graft fill channels remained filled with polymer, and the aneurysm was successfully excluded at the end of the case. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Delivery system not returned.